Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the during an implant procedure, the physician proceeded to stimulate with the lead through the analyzer, initially there was no problems but after a few seconds the analyzer could not stimulate. It detected noise continuously and the impedance was high. Possible lead fracture was suspected. Another lead was implanted. No patient complications have been reported as a result of this event.